Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ipg exhibited an unexpected drop in the minimum battery longevity. The right ventricular (rv) lead also exhibited low impedance which resulted in the ipg inappropriately indicating a polarity switch. The ipg and lead remains in use. No patient complications have been reported as a result of this event.